Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a red "x" indicator and inappropriately shut down during boot sequence. Complianant indicated that there was no patient involvement in the reported malfunction.